Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent implant was returned for analysis and the reported dislodgement was confirmed. Based on the visual and dimensional analysis of the returned stent implant, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulty. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during xience alpine stent delivery system preparation, the stylet was removed without resistance. Once removed, it was noted that the stent had dislodged from the delivery system, with the stylet. The device was set aside for return. There was no patient involvement. There was no additional information provided.